Event description:
Initial and additional info was received from a consumer on 26-apr-2010: a (B)(6) female pt received poly-l-lactic acid (sculptra, lot # and exp date unk) one time in (B)(6) 2009 for cosmetic use in her cheekbone area. She was not sure exactly where it was injected because she was under general anesthesia having liposuction done on her stomach, legs, and chin. Her physician administered the poly-l-lactic acid injections at the same time as performing the liposuction. She reported that almost immediately, she developed big bubbles also described as inflammations, blister-like reaction in the area above the cheekbone under her right eye. The bubbles came and went and moved around some but they stayed in the general area of the cheek bone. They ranged in diameter as one-forth an inch to one inch. The bubbles or inflammation that formed moved around each day, were in a different spot every day, and more than one appeared when she woke up. The bubbles stayed through the day and she could isolate the area where they stayed. They looked like unpopped blisters and were the size of a quarter. Sometimes they hurt and she felt the inflammation around them. On (B)(6) 2010 and on (B)(6) 2010 she had three bubbles on her face and one was obstructing her vision and her sight was distorted from one of them. One dermatologist stated that he noticed a bit under the left eye, however, she did not see that but the right eye was very noticeable to all at any time of the day. She stated that all physicians have stated that she obviously had a reaction to poly-l-lactic. She also had granules in the corner of her right eye. These appeared about five to six months after treatment. Her physician had not done any treatments so far but the physician offered to remove the granules free of charge. The physician told her that she was not certain that removing the granules would help the bubbles. The physician also told her that she had never seen a reaction like this before and that it was in inflammatory response to poly-l-lactic. No further info reported. (B)(6).